Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Right after placement, the patient developed allergenic reactions, the face soon became red, getting swollen almost twice. The patient developed difficulty breathing, having a swelling in his or her mouth.